Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. The customer advised that blood entered the safety disk which required maintenance. In attempts to resolve the issue, the customer cleared the blood out of the safety disk lines. Attempts to communicate with the customer have been made to obtain further repair information.

Event description:
It was reported during patient use, that the getinge intra-aortic balloon pump (iabp) alarmed helium leak after the nurse assessed the insertion site of the iab and found blood in helium line. The patient was transported from the operating room with the iabp catheter in place and was working fine. However, it was reported that at some point during the shift, the catheter was repositioned by the providers, at which time the nurse found blood in the helium line. The physician was notified and balloon was removed from the patient. Patient was stable and pressure was held for 30 mins at insertion site with no issues. Balloon was inspected and small tear was noted at distal end of balloon. No patient harm or serious injury was reported. Related to balloon complaint - tw 500097.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported during patient use, that the getinge intra-aortic balloon pump (iabp) alarmed helium leak after the nurse assessed the insertion site of the iab and found blood in helium line. The patient was transported from the operating room with the iabp catheter in place and was working fine. However, it was reported that at some point during the shift, the catheter was repositioned by the providers, at which time the nurse found blood in the helium line. The physician was notified and balloon was removed from the patient. Patient was stable and pressure was held for 30 mins at insertion site with no issues. Balloon was inspected and small tear was noted at distal end of balloon. No patient harm, serious injury or adverse event was reported. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. Consequently, this complaint is being closed due to insufficient information.